Event description:
On (B)(6) 2025 - we were notified of a patient who swallowed a capsule, after the capsule was not collected, several months later, the capsule was located via kub in the stomach. When the doctor "went to retrieve it, he noticed that the capsule had separated and was in pieces. He collected the main components but one half of the capsule could not be located". All the pieces were retained and the physician requested to know if the half of the plastic housing that could not be located would show up in the radio imaging. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. An RMA was also issued to have the retained parts returned for investigation. The customer was informed that the plastic housing of the capsule that was deemed as lost is not radiopaque and will not show up in an x-ray or CT. It was also mentioned that the missing piece could have passed without the patient noticing it and it should not pose a risk to the patient. 8/28/2025 - capsule was received at capsovision for investigation with the completed frm-0089c which mentioned that the patient did not have any preexisting conditions that could have caused the retention. In the form it was stated that the patient did not have trouble swallowing the capsule. The capsule was retained for roughly 6 months and retrieved during egd. This incident is still under investigation and additional information will be provided upon completion of the investigation.

Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient who swallowed a capsule, after the capsule was not collected, several months later, the capsule was located via kub in the stomach. When the doctor "went to retrieve it, he noticed that the capsule had separated and was in pieces. He collected the main components but one half of the capsule could not be located". All the pieces were retained and the physician requested to know if the half of the plastic housing that could not be located would show up in the radio imaging. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. An RMA was also issued to have the retained parts returned for investigation. The customer was informed that the plastic housing of the capsule that was deemed as lost is not radiopaque and will not show up in an x-ray or CT. It was also mentioned that the missing piece could have passed without the patient noticing it and it should not pose a risk to the patient. 8/28/2025 - capsule was received at capsovision for investigation with the completed frm-0089c which mentioned that the patient did not have any preexisting conditions that could have caused the retention. In the form it was stated that the patient did not have trouble swallowing the capsule. The capsule was retained for roughly 6 months and retrieved during egd. This incident is still under investigation and additional information will be provided upon completion of the investigation.

Event description:
On (B)(6) 2025 - we were notified of a patient who swallowed a capsule, after the capsule was not collected, several months later, the capsule was located via kub in the stomach. When the doctor "went to retrieve it, he noticed that the capsule had separated and was in pieces. He collected the main components but one half of the capsule could not be located". All the pieces were retained and the physician requested to know if the half of the plastic housing that could not be located would show up in the radio imaging. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. An RMA was also issued to have the retained parts returned for investigation. The customer was informed that the plastic housing of the capsule that was deemed as lost is not radiopaque and will not show up in an x-ray or CT. It was also mentioned that the missing piece could have passed without the patient noticing it and it should not pose a risk to the patient. On (B)(6) 2025 - capsule was received at capsovision for investigation with the completed frm-0089c which mentioned that the patient did not have any preexisting conditions that could have caused the retention. In the form it was stated that the patient did not have trouble swallowing the capsule. The capsule was retained for roughly 6 months and retrieved during egd. This incident is still under investigation and additional information will be provided upon completion of the investigation. Supplemental information: on 9/2/2025 - RMA was received. On 9/5/2025- investigation found that the capsule being retained for such a long duration caused the adhesive to swell and expand, putting immense stress onto the window and causes it to crack near the location of the cap. The swelling or water absorption will also affect the bond strength by reducing its mechanical properties. The absorbed water permeates the adhesive and acts as a plasticizer, a substance that softens the material. This makes the adhesive more flexible but reduces its overall strength and stiffness, ultimately decreasing bond strength. As a result, the cap was detached from the capsule. The cap was the only component that was not recovered. The data was downloaded successfully and the video was reviewed. No other issues were detected. To the best of our knowledge the patient seems to do ok since we did not receive any further issues from the customer regarding the patient's condition. On (B)(6) 2025 replacement capsule was processed and the customer was notified about the investigation results.

Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient who swallowed a capsule, after the capsule was not collected, several months later, the capsule was located via kub in the stomach. When the doctor "went to retrieve it, he noticed that the capsule had separated and was in pieces. He collected the main components but one half of the capsule could not be located". All the pieces were retained and the physician requested to know if the half of the plastic housing that could not be located would show up in the radio imaging. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. An RMA was also issued to have the retained parts returned for investigation. The customer was informed that the plastic housing of the capsule that was deemed as lost is not radiopaque and will not show up in an x-ray or CT. It was also mentioned that the missing piece could have passed without the patient noticing it and it should not pose a risk to the patient. On (B)(6) 2025 - capsule was received at capsovision for investigation with the completed frm-0089c which mentioned that the patient did not have any preexisting conditions that could have caused the retention. In the form it was stated that the patient did not have trouble swallowing the capsule. The capsule was retained for roughly 6 months and retrieved during egd. This incident is still under investigation and additional information will be provided upon completion of the investigation. Supplemental information: on 9/2/2025 - RMA was received. On 9/5/2025 - investigation found that the capsule being retained for such a long duration caused the adhesive to swell and expand, putting immense stress onto the window and causes it to crack near the location of the cap. The swelling or water absorption will also affect the bond strength by reducing its mechanical properties. The absorbed water permeates the adhesive and acts as a plasticizer, a substance that softens the material. This makes the adhesive more flexible but reduces its overall strength and stiffness, ultimately decreasing bond strength. As a result, the cap was detached from the capsule. The cap was the only component that was not recovered. The data was downloaded successfully and the video was reviewed. No other issues were detected. To the best of our knowledge the patient seems to do ok since we did not receive any further issues from the customer regarding the patient's condition. On (B)(6) 2025 replacement capsule was processed and the customer was notified about the investigation results.

Manufacturer narrative:
8/8/2025: we were notified of a patient who swallowed a capsule, after the capsule was not collected, several months later, the capsule was located via kub in the stomach. When the doctor "went to retrieve it, he noticed that the capsule had separated and was in pieces. He collected the main components but one half of the capsule could not be located". All the pieces were retained and the physician requested to know if the half of the plastic housing that could not be located would show up in the radio imaging. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. An RMA was also issued to have the retained parts returned for investigation. The customer was informed that the plastic housing of the capsule that was deemed as lost is not radiopaque and will not show up in an x-ray or CT. It was also mentioned that the missing piece could have passed without the patient noticing it and it should not pose a risk to the patient. 8/28/2025: capsule was received at capsovision for investigation with the completed frm-0089c which mentioned that the patient did not have any preexisting conditions that could have caused the retention. In the form it was stated that the patient did not have trouble swallowing the capsule. The capsule was retained for roughly 6 months and retrieved during egd. This incident is still under investigation and additional information will be provided upon completion of the investigation. Supplemental information: 9/2/2025: RMA was received. 9/5/2025: investigation found that the capsule being retained for such a long duration caused the adhesive to swell and expand, putting immense stress onto the window and causes it to crack near the location of the cap. The swelling or water absorption will also affect the bond strength by reducing its mechanical properties. The absorbed water permeates the adhesive and acts as a plasticizer, a substance that softens the material. This makes the adhesive more flexible but reduces its overall strength and stiffness, ultimately decreasing bond strength. As a result, the cap was detached from the capsule. The cap was the only component that was not recovered. The data was downloaded successfully and the video was reviewed. No other issues were detected. To the best of our knowledge the patient seems to be doing ok since we did not receive any further issues from the customer regarding the patient's condition. 9/8/2025: replacement capsule was processed and the customer was notified about the investigation results.

Event description:
8/8/2025: we were notified of a patient who swallowed a capsule, after the capsule was not collected, several months later, the capsule was located via kub in the stomach. When the doctor "went to retrieve it, he noticed that the capsule had separated and was in pieces. He collected the main components but one half of the capsule could not be located". All the pieces were retained and the physician requested to know if the half of the plastic housing that could not be located would show up in the radio imaging. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. An RMA was also issued to have the retained parts returned for investigation. The customer was informed that the plastic housing of the capsule that was deemed as lost is not radiopaque and will not show up in an x-ray or CT. It was also mentioned that the missing piece could have passed without the patient noticing it and it should not pose a risk to the patient. 8/28/2025: capsule was received at capsovision for investigation with the completed frm-0089c which mentioned that the patient did not have any preexisting conditions that could have caused the retention. In the form it was stated that the patient did not have trouble swallowing the capsule. The capsule was retained for roughly 6 months and retrieved during egd. This incident is still under investigation and additional information will be provided upon completion of the investigation. Supplemental information: 9/2/2025: RMA was received. 9/5/2025: investigation found that the capsule being retained for such a long duration caused the adhesive to swell and expand, putting immense stress onto the window and causes it to crack near the location of the cap. The swelling or water absorption will also affect the bond strength by reducing its mechanical properties. The absorbed water permeates the adhesive and acts as a plasticizer, a substance that softens the material. This makes the adhesive more flexible but reduces its overall strength and stiffness, ultimately decreasing bond strength. As a result, the cap was detached from the capsule. The cap was the only component that was not recovered. The data was downloaded successfully and the video was reviewed. No other issues were detected. To the best of our knowledge the patient seems to be doing ok since we did not receive any further issues from the customer regarding the patient's condition. 9/8/2025: replacement capsule was processed and the customer was notified about the investigation results.